Manufacturer narrative:
On 23-nov-2021, bwi received additional information regarding the event. This adverse event was discovered at the end of af procedure. The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: 3 days. Generator information: stockert, smartablate rf generator, g4c-5496. A transseptal puncture was performed with a heartspan transseptal needle. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. Irrigated catheter was used in the event and the flow setting: 17 ml for power < 30w, 30ml for power > 30w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Additionally, section a "patient information" has been updated accordingly. The concomitant products section has also been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 2-feb-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30580300m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis. Pericardial tamponade during af procedure. Adjuvant drug therapy by anesthesia and pressure monitoring during procedure. Pericardiocentesis was performed. Immediately after the event: blood pressure was under control. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.